Event description:
Received a study titled 'initial experience with unique av graft designed to minimize venous outflow complications'. Per the study, there was one event of infection.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, ifg implantation is feasible, improves outflow hemodynamics, performs well I difficult patients and is comparable to historical controls. Related MDR: 1219977-2014-00291.